Event description:
Drug/diluent: marcaine 0.5%, fill volume: 400 ml, flow rate: 4ml/hr, procedure: breast augmentation, cathplace: 10 cm superior to the infra mammary incision. Catheter broke off while trying to remove (pos 5 days); black distal tip was not located.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to the available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.